Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dyspareunia had resolved and the back pain, menorrhagia, vaginal haemorrhage, menstrual disorder, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, back pain added. Reporter, patient details, other relevant history, product stop date, lot number, concomitant condition and drug added. Product start date updated. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced back pain ("back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dyspareunia had resolved and the back pain, menorrhagia, vaginal haemorrhage, menstrual disorder, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as anovlar (loestrin), hydroxychloroquine phosphate (plaquenil), lamotrigine (lamotrigine) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dyspareunia and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, menstrual disorder, female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " psychological or psychiatric problem condition: depression and mental anguish, abdominal pain." Were added. Concomitant drug were added. Outcome of event " pain and dyspareunia" were updated as recovering. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 24-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, lamotrigine (lamotrigin) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the back pain, dyspareunia and abdominal pain was resolving and the menstrual disorder, female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded.. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the event pain and bleeding were updated. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy ). At the time of the report, the pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 24-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, lamotrigine (lamotrigin) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the back pain, dyspareunia and abdominal pain was resolving and the menstrual disorder, female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the event pain and bleeding were updated. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 24-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, asthma and pap smear abnormal. Concurrent conditions included fibromyalgia, lupus erythematosus and complex partial seizures. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, lamotrigine (lamotrigin) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the back pain, dyspareunia and abdominal pain was resolving and the menstrual disorder, female sexual dysfunction, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded.. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.